Manufacturer narrative:
Method code updated.

Event description:
Related manufacturer reference number: 1627487-2019-02731. Additional information received stated that the patient's leads and ipg were explanted and replaced on (B)(6) 2019. The ipg was electively replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02731. It was reported that the patient experienced high impedances on every contact. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02731.